Event description:
It was reported that the device was moved to a new deeper pocket or sub-muscular and the thoracic fluid index levels have risen to greater than 200. Additional information has been requested and not yet received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).